Event description:
It was observed that during the device evaluation, the subject device exhibited a foreign object in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a foreign object was found in the nozzle. The event is detectable/preventable by handling the device in accordance with the following instructions for use. Evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.